Event description:
The ge oec 9800 fluoroscopy system displayed ma on in error message.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. The filament was re-calibrated and the x-ray tube was noted to have excessive noise and was subsequently replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.